Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h6 component code: c22 - photo analysis a review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one detached needle, and a needle suture piece that pertained to product code vp2317 were received for analysis. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was observed. The needle suture piece was visually inspected, and the swage and attachment area were noted to be as expected. The suture was examined and the end of the suture was found to be cut, probably caused by a surgical instrument. The other section of the suture was not returned to determine the assignable cause. In addition, a photo was provided and it showed a needle and a needle suture piece inside a plastic bag. The functional test was performed using instron equipment and the pull force was above the minimum requirements. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/24/2024. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing date and expiraiton date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? [Ans: lot number should be uabbld] the following information was reported: was surgery delayed due to the reported event?: no, was procedure successfully completed?:yes, were fragments generated?: unknown, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One empty labeled winding former, one detached needle, and a needle suture piece that pertained to product code vp2317 were received for analysis. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was observed. The needle suture piece was visually inspected, and the swage and attachment area were noted to be as expected. The suture was examined and the end of the suture was found to be cut, probably caused by a surgical instrument. The other section of the suture was not returned to determine the assignable cause. In addition, a photo was provided and it showed a needle and a needle suture piece inside a plastic bag. The functional test was performed using instron equipment and the pull force was above the minimum requirements. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. It was reported that the suture detached from the needle at the beginning of suturing. There were no patient consequences reported. Additional information was requested.